Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Associated medwatch#: 1221934-2016-10145. (B)(4). The lot expiration date is currently not available.

Event description:
The problem was that after impacting the anchor in the glenoid during a rotator cuff repair, when the surgeon tried to remove the inserter from anchor, only 1 leg of the anchor was available and the other leg was not available outside the joint at all!! This suture got pulled out as a result and anchor could not be used. The same thing happened with second anchor as well but since the surgeon was alert about this from first anchor, he salvaged the situation by searching for the other leg of suture inside the joint. Additional information received via email from the affiliate on (B)(4) 2016, it was supposed to be leg of the suture and not leg of the anchor as erroneously typed one anchor was successfully used, so there was no need to remove it. The first one could not be removed from site because it is a push-in type of anchor - once impacted, cannot be removed surgeon used alternate site for drilling pilot hole for one more anchor. The problem occurred with only 2 anchors, so they have been reported. For one bone hole, the surgeon had to create additional bone hole surgeon planned to use 3 anchors - 1 double loaded at inferior and 2 single loaded more superiorly. This failure extended the procedure time by close to 10 minutes only.

Manufacturer narrative:
The complaint device is not available for a physical evaluation and no further information is available to determine a root cause for this failure. From the event description, it is a possibility that this failure occurred due to user error by letting off the suture limb. A batch record review has been conducted and the results indicate that this batch of product was processed without any incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).